Event description:
The customer reported that the device failed to power up via ac or dc power.

Manufacturer narrative:
The customer reported that the device failed to power up via ac or dc power. The factory evaluated the device, and verified the symptom. Replacing the control and power pca resolved the issue.